Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd safetyglide¿ needle was found with foreign matter as ¿plastic particles¿ were reported. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one safetyglide needle in opened shelf carton was received by bd canaan for investigation and it was confirmed to be from lot number #7271576, catalog # 305916. Based on visual examination of the returned sample, foreign matter in the form of loose white particles were observed on cannula shaft. The observed particles are level one in size which is not a rejectable condition as per product specification. DHR review for batch 7271576: manufacturing dates: 10/13/2017 to 10/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271576 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect confirmed based on sample evaluation performed. The observed particles are level one in size which is not a rejectable condition as per product specification.